Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined there was a gap between the head and neckpiece causing unstable motor speeds. The device was reassembled and resolved the reported issue. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: united kingdom.

Event description:
It was reported that during an unknown time the handpiece was coming apart. There was no note of patient impact or delay. During product evaluation, it was found that the motor speeds were unstable. Due diligence is complete and there is no additional information available.